Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced high blood glucose level of 400 mg/dl. Customer experienced different blood glucose level was 70, 80, 400, 350 mg/dl. Customer used auto mode feature while on the pump. Troubleshooting was performed. Customer was treated with insulin pump. The product will be return for the analysis.